Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complaint alleged during atrial fibrillation ablation of a (B)(6)-year-old male patient, the associated device failed to cardiovert the patient's rhythm using these electrode pads. After a second attempt with external paddles, the clinician was able to cardiovert the patient. After removing the electrode pads, a second degree burn was found on the patient's skin. Complainant indicated that the patient sustained a second degree burn.